Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked during a phacoemulsification procedure. The balanced salt solution (bss) had leaked on the floor. The event was classified as material cracked. The product was replaced and procedure completed with no patient harm reported.